Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) installed the peripheral component interface (pci) bus cable into the lab use only central control monitor (ccm). There were no issues observed. There was continuity from pin to pin and the contacts did not appear to be worn. The part operated as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the peripheral component interconnect (pci) bus cable and performed release testing. The unit operated to the manufacturer's specifications. Per data log review: on (B)(6) 2022 the system was powered on and left powered on for months. On (B)(6) 2023 at 9:34:57 am the ccm reported an 'error process gui died' causing a 'system computer needs service' message to be displayed as reported. The log confirms the complaint.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'system computer needs service' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.